Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the malfunction. The caller did not confirm if the issue caused any impact on their blood glucose level. Technical support provided assistance by helping the caller reset the pump, and the malfunction code did not recur after the reset. The customer was informed they could continue using the pump and to contact support if any further issues arose.